Event description:
It was reported the speedstitch suturing device pushed the suture cartridge off when the physician attempted to place the stitch intra-operative. The wings of the cartridge were manipulated to ensure complete insertion through the windows on the shaft. The incident lead to a 30-min surgical delay. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Additional MFR narrative: the pt identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no mfg or expiration dates can be provided.